Manufacturer narrative:
(B)(4).

Event description:
During implant procedure, the stylet because stuck in the lead and was unable to be withdrawn. The lead was removed and a new lead was used to complete the procedure. No adverse consequences for the patient.

Manufacturer narrative:
A complete lead with stylet inserted was returned for analysis. Visual inspection found the connector pin and connector cap were pulled from the connector assembly stretching the inner coil. The coating of the stylet was found stripped. The stripped coating and the inner coil were found bunched distal to the connector pin. This would have led to difficulty removing the stylet and excessive force applied during attempted stylet withdrawal would have led to the connector pin separation. Electrical testing did not find any indication of conductor fractures or internal shorts.